Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
The catheter was found to have slipped out of the patient. A broken line was found over the catheter balloon, there were no missing pieces. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The batch card(s) for the complaint lot(s) was reviewed all samples passed qa inspection. The returned sample was carefully removed from polybag and visually inspected. Visual examination was conducted and observed that the balloons had burst and the catheters were full with encrustation. However there was no any other abnormities or design irregularities observed on the returned samples. Close examination under high magnification lens (60x magnifications) revealed multiple scratch marks on the balloon sleeve near the tear edges. Refer picture 4 and 5 respectively. It appears quite likely that the scratches had initiated the tear that lead to burst balloon. This appearance is likely due to the problems of solid residues in the bladder or urethra that will create resistant during insertion catheter, encrustation stick on the catheter balloon may be break into small particles and scratch the catheter balloon surface and urethra. In our current standard operating procedure, the products are subjected to 100% visual inspection and any defective raw balloon will be culled out before other remarks: sent to the next process. Upon completion of assembly process, the finished catheter will be again subjected to 100% balloon inspection and 20 minutes leak test. Catheter with defective balloon will be culled out.

Event description:
The catheter was found to have slipped out of the patient. A broken line was found over the catheter balloon, there were no missing pieces. The patient's condition was reported as fine.